Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a consumer via a manufacturer's representative on (B)(6) 2017. It was reported that the catheter was partially explanted on (B)(6) 2017 at a pocket and catheter revision and would not be returned as it was discarded. It was noted that the revision was done due to the patient losing 55 pounds and that the lost weight was a factor that may have led or contributed to the issue. ¿na¿ was stated in response to diagnostics/troubleshooting performed and interventions/actions taken to resolve the issue. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred) and it was indicated that the issue was resolved at the time of the report. It was reported that the drug in the pump at the time of the event was clonidine at an unknown concentration and dose. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [10 mg/ml] and clonidine [200 mcg/ml] via an implantable pump for spinal pain. The patient¿s dose was reported as ¿around 4 something a day¿ including the personal therapy manager (ptm) boluses which the patient rarely used. It was reported on (B)(6) 2017 that the patient¿s pump had been flipping and the catheter was kinked. The hcp went to refill the patient on (B)(6) 2017 and the patient had shown her the flip. It was noted that the expected residual volume (erc) was 2.4 ml and the actual residual volume was 34 ml. It was stated that the patient had flipped her pump and flipped it back to show the hcp. It was also noted that two weeks prior to the report on (B)(6) 2017, the patient started working on a new project that required a lot of bending which might have caused the patient¿s pump to flip and that around the same time the patient started experiencing nausea, vomiting, and diarrhea. It was indicated that the patient would be seeing her managing hcp sometime in the near future but there was not a set date yet and no diagnostics had currently been performed. It was related that the patient had lost about 200 pounds over the last two years. Additional information was received from the hcp on 2017-feb-28. It was noted that this was a new patient for the hcp. The patient first started experiencing flu-like symptoms ¿possibly withdrawal¿ a couple of weeks prior to (B)(6) 2017. The patient had a volume discrepancy. It was unknown if there were any volume discrepancies in the past as the patient was new to the nurse. The cause of the flipped pump was thought to be due to the weight and the cause of the kinked catheter was thought to be due to the flipping of the pump. It was indicated that it wasn¿t 100% certain that the catheter was kinked but that was what the hcp and nurse were thinking. It was reported that the plan was to move the pump to the patient¿s back and the physician was waiting on getting approval from the insurance. The hcp had no further information. Further information was received from an hcp on 2017-mar-02. It was reported that the patient noticed increased pump movement roughly 6-9 months ago and noticed that there was significant movement of her pump subcutaneously. It was noted that after rotating the pump manually, the reservoir port access was possible and that a large residual volume was detected. It was indicated that for refills the pump could be rotated into a position allowing reservoir access and that a pump pocket revision was scheduled with a possible catheter replacement. It was reported that the patient had lost weight presumably destabilizing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.